Event description:
The customer reported that there was a communication failure error message. This error prevented the system from booting to a usable state. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The rtos (real time operating system) cpu assembly was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.